Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the pt received a second degree burn. The burn was treated with fitostimoline gauze. The customer advised that no further details will be provided.